Event description:
It was reported that the lead integrity alert (lia) was triggered due to non-sustained (nst) episodes with short intervals, indicating noise as well as increased sensing integrity count (sic). The episodes are mostly during the day. It was further reported that there was high impedance. The patient has been scheduled for a lead revision. It was further reported that patient had a lead revision. During surgery, it was noted that there was a lead connection issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.